Manufacturer narrative:
This report is submitted on april 02, 2019.

Event description:
Per the clinic, the patient experienced intermittencies and subsequent loss of connection to the internal device, however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with a new device as of the date of this report.

Manufacturer narrative:
Correction: the correct serial number is (B)(4) and not (B)(4) as previously reported. This report is filed on may 06, 2019.

Manufacturer narrative:
The device was explanted on (B)(6) 2019 as the recipient reportedly experienced abnormal sound percepts. This report is filed on july 12, 2019.